Manufacturer narrative:
Device evaluation summary was completed on august 17, 2020. During the visual inspection, the hemostatic valve was found dislodged, the friction ring and brim cap remained intact and not separated from the hub. However, the hemostatic valve was found dislodged. A manufacturing record evaluation (mre) was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to excessive force and handling of the device during the procedure. However, this cannot be conclusively determined. All units are inspected prior leaving the facility and the mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the biosense webster inc. Product analysis lab observed that the hemostatic valve was dislodged. Initially it was reported that the dilator was extremely hard to insert (almost impossible) into the sheath through the valve. The sheath was changed and the issue was resolved. The procedure was completed with no patient consequence. Additional information was received on the event clarifying that no catheter was inserted. The resistance was observed while first inserting the dilator into the valve. There was no damage noticed to the hemostatic valve. The issue reported was assessed as a not MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on july 28, 2020 it was observed that the hemostatic valve was dislodged inside of the hub. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this finding is july 28, 2020.